Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent high out of range pace impedance measurements of greater than 2000 ohms on the right atrial (ra) lead for over a year. It was also noted that there was another recent single high out of range pace impedance measurement on the right ventricular (rv) lead, this time with a value of greater than 3000 ohms. Technical services (ts) reviewed a full year of rv lead pace impedance data noting there were two previous high measurements just over 1600 ohms approximately eight months ago. Ts indicated there were no stored episodes exhibiting noise and the presenting electrograms look appropriate. Ts provided guidance to the healthcare provider (hcp) that they should bring the patient into the clinic and perform isometrics and pocket manipulation testing to verify if the issue ls possibly related to a device header spring contact issue. The hcp also programmed ¿on¿ the non-sustained ventricular tachycardia (nsvt) alert. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).